Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported.

Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported. Additional information noted that this system was explanted due to endocarditis. The products were not returned for analysis.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported.

Event description:
It was reported that this system was a part of an infection. A system explant was planned. No additional adverse patient effects were reported. Additional information noted that this system was explanted due to endocarditis. The products were not returned for analysis.

Manufacturer narrative:
This report is being filed to correct the impact codes.